Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event functional testing of the device was conducted, which was unable to confirm or replicate the reported event. Per instructions for use(IFU) the pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely and symmetrically. Root cause was unable to be determined as the reported event was not confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the tracheostomy device only inflates on one side. There was no patient injury reported.